Event description:
Caller reported an issue with incorrect pump time which was corrected with assistance from technical support. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The caller was advised to monitor the time and follow up if the discrepancy recurred, which they understood and acknowledged.